Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that prior to a coronary artery treatment procedure prior to use a foreign material was discovered in the package. The lesion being treated is unknown. When the physician unpackaged the mach1 guide catheter, it was noted that there was a foreign material appearing like lint was within the package. The procedure was completed with a different device. There were no reported patient complications and the patient status is good.